Event description:
In 2003 customer reported receiving freestyle readings within 15 minutes of 53 mg/dl and 33 mg/dl. Customer had been experiencing symptoms of hypoglycemia and the doctor advised patient to call the paramedics. Before calling the paramedics. The customer injected peanut butter and crackers. Upon arriving, approximately 35 minutes later the paramedics treated the customer with dextrose. Additionally, during precision testing at the time of the call, results of 101 mg/dl and 78 mg/dl were received.